Event description:
The patients wife reported that her husband had a heart attack and the device did not fire. It was also stated that the device was checked one month prior to the heart attack. No further information is available.

Manufacturer narrative:
(B)(6).